Manufacturer narrative:
(B)(4). Following return and completion of laboratory analysis, this event will be further updated.

Event description:
Boston scientific received information that placement difficulty during attempted implant was reported with this right ventricular lead. The lead was placed; however, high pacing thresholds were continually observed, even after repositioning the lead tip. The lead was then removed, at which time inner coil damage was visually observed. The attempted implant lead is to be returned for analysis; no adverse effects were reported and another lead was successfully implanted.